Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had failed volume accuracy test (9.74 ml). This value should be between 18.2 - 22.2 ml. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed. Functional testing confirmed the device was under delivering. The camshaft was determined to be the cause of the issue as it was defective. The camshaft was replaced to address this issue.